Event description:
Patient reported "rupture" and "encapsulated". Later patient reported "I have been experiencing complaints that are also visibly noticeable. The complaints manifest themselves in particular as a feeling of tension, pressure, visible deformation, asymmetry, swelling, hardening, pressure sensitivity, psychological complaints: anxiety, enormous psychological pressure due to the upcoming surgery." and "Visibly noticeable change: deformation, asymmetry, lowering, swelling". Later healthcare professional reported "capsular contracture Baker grade I/II". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Additional, Changed, and/or Corrected Data: D6b.